Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
It was reported that the customer had a button error alarm. The customer blood glucose level was 127 mg/dl. Customer sated she wore insulin pump in her bra. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.